Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no obvious deviation of reprocessing was observed. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, the water flow was out of specification due to blockage of the nozzle. The insulation resistance was out of specification due to a perforation in the connecting tube, and due to a missing part of the distal end (c-cover). A liquid leak was observed due to a perforation in the connecting tube. The angulation in the up direction was out of specification due to wear of the angle wire. The light guide bundle was broken, the objective lens and light guide lens were damaged, and the adhesive around the lenses were worn. The distal end was worn, the connecting tube was crumpled, rubber adhesive was broken, switches #1 and #3 were deformed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for use, there was no light from the light guide lens, and the insert was folded. The unspecified procedure was completed using a similar device with no delay in the procedure. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material blocking a channel. This report is being submitted for the foreign material found during the device evaluation.